Event description:
The customer reported that the battery does not last very long. The ventilator shut down after running on battery for a short time. The customer reported there was no patient involvement.